Event description:
It was reported that this pacemaker exhibited undersensing on the atrial channel. This device has reached the explant indicator. Boston scientific technical services (ts) was consulted and recommended further programming on this right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.